Event description:
It was reported the pt experienced weakness in his legs approx 2 hours after a permanent implant procedure. The pt was taken back into the operating room where the physician opted to explant his scs sys. F/u info identified the pt's weakness issue has been resolved. The physician did not feel the weakness issue was related to the devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.